Manufacturer narrative:
Result: misaligned pin inside footboard connector.

Event description:
It was reported by svc report that the footboard had intermittent power. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.